Event description:
The customer's parent reported that the customer experienced high blood glucose levels and was subsequently hospitalized on (B)(6) 2015. The customer's blood glucose at the time of admission was over 600 mg/dl. The customer's parent explained that the customer had been in the emergency twice due to blood glucose higher than 600 mg/dl. The customer's insulin pump had a notable space between the reservoir and the piston. The customer had experienced vomiting, stomach pain and not being able to see straight as symptoms related to her high blood glucose. Prior to the hospitalization, the customer had eaten lunch, bolused and was not feeling well. The customer was treated with an IV of fluids and insulin. Prior to the second hospitalization on (B)(6) 2015, the customer felt sick, was puking and treated their blood glucose with a manual injection. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind test, basic occlusion test, occlusion test, prime/force sensor system test and no delivery test. No unexpected click noises were noted during testing. The insulin pump was received with normal operating currents, and no unexpected off no power or low battery alarm was noted. The insulin pump had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads and a cracked reservoir tube lip.